Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast visible in the inflation lumen, blood in the guide wire lumen and blood on the balloon, consistent with use of the device and a leak or balloon rupture. The distal and middle portion of the balloon was found to be tightly folded, but the proximal end of the balloon was loosely folded, which is consistent with an attempt to inflate the balloon. A new indeflator was used in an attempt to pressurize the catheter and the analysis revealed that there were two pinholes in the balloon 2mm and 5 mm proximal to the distal balloon marker, confirming the reported complaint. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately calcified and narrow, which likely contributed to the reported complaint. The scanning electron microscopy (sem) lab analysis indicated 2 leaks located on opposites sides (radially) of the balloon, 2mm apart. Evidence of mechanical damage was observed on the outer surface adjacent to both leaks. Longitudinal mechanical damage was also observed on the inner member in a region corresponding to the leak. The sem report determined that the balloon failure was likely attributed to mechanical damage to the outer surface of the balloon. In this case, it is likely that the balloon interacted with the calcified lesion and/or the stent implant as resistance was encountered during advancement, such that the balloon and inner member material became damaged (scratched) and ultimately ruptured upon inflation attempt. This likely caused the balloon not to be able to fully deflate, thereby contributing to the resistance upon removal of the device. Based on the information provided and analysis of the returned product, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any related nonconforming material records with this lot that could have contributed to the reported complaint of balloon rupture. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported from this lot.

Event description:
It was reported that the procedure was for treatment of the calcified and narrow right coronary artery. The voyager nc balloon was delivered to the deployed stent for post expansion; however, blood backflow was observed in the catheter during inflation of the balloon at 18 atmospheres. Resistance was felt during advancement and retraction of the balloon catheter from the patient. After removal of the balloon from the patient, it was tested outside the anatomy by inflating the balloon and liquid was seen leaking from the balloon due to a balloon rupture. A new voyager balloon was used successfully to complete the post expansion of the stent. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant in[formation.